Event description:
A caller reported a malfunction on the pump, specifically involving malf 6 and fault ID 6-0x277d. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after resetting, allowing the customer to continue using the pump.